Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had experienced high blood glucose levels of 485 mg/dl, which was treated with manual injection. The customer stated that the reason for the high blood glucose was that they did not know that the reservoir was out. Nothing further was reported.